Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip was partially detached within minutes of use. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.